Manufacturer narrative:
Date of event: event occurred on an unknown date in 2020. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, the patient underwent an unknown procedure. During the procedure, the driving cap threaded broke inside the radiolucent insertion handle. There were no fragments generated from the broken device. The procedure was successfully completed with no surgical delay. There was no patient consequence. Concomitant device reported: radiolucent insertion handle (part #: 03.033.001, lot #: unknown, quantity: 1). This report is for one (1) driving cap/threaded. This is report 1 of 1 for (B)(4).